Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose levels while using the ilet, with overnight hypoglycemia to the 40s mg/dl and hyperglycemia up to the 400s mg/dl, in the context of inconsistent meal announcements, use of meals to correct highs, overcorrection of lows, and ongoing knee steroid injections known to affect glucose. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or dka, and ketone testing was negative. Outcomes included the need for self-treatment of hypoglycemia with oral glucose and user education; no hospitalization or professional medical intervention occurred. Investigation included review of device data and user logs with troubleshooting and education on meal announcements, treatment of lows, and consideration of an ilet reset with trainer follow-up. Investigation of this case revealed user-related factors including inconsistent meal announcement and overcorrection behavior, as well as concomitant steroid therapy contributing to glycemic variability; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user management factors and concomitant medication effects.